Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of user facility that the device was in use with sedated patient for 50-72 hours when audible air leak was identified. User facility reported that the patient required re-intubation as a result. According to reporter, the patient was re-intubated with difficulty and had anaphylactic shock in reaction to the drug required for re-intubation procedure. No permanent adverse effects reported.

Manufacturer narrative:
Manufacturer narrative/evaluation: the manufacturing facility performed a device history review of the lot number reported: the review showed no deviations or abnormalities related to the reported issue. One used sample was returned for evaluation. Examination showed no abnormalities. The returned device was given functional testing: a syringe was attached to the inflation line and the device cuff was inflated. The device with inflated cuff was submerged underwater and no leakage was detected. The returned device was found to function as expected. The originally reported issue (hole in the tube) could not be confirmed.